Manufacturer narrative:
Visual examination of the unit revealed damage to the proximal edge of the stent. The stent was kinked 4mm from the proximal edge and some proximal stent struts were raised and mis-aligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so may result in the damage analyzed. A review of the top assembly batch shop floor paperwork identified that during the manufacture of this batch, two (complaint related) units were scrapped for 'damaged stent' defects. Taking into consideration the type of damage analyzed and the results of the thorough investigation completed, operational context would be the most probable root cause.

Event description:
Event became reportable based on the device analysis completed 2007. It was reported that during a coronary artery stenting procedure the physician could not cross the lesion in the left circumflex with a taxus liberte (mr) ous - 32 x 3.00mm unit. According to the physician "significant resistance was encountered during insertion and continuous flush maintained. The patient condition is listed as "stable" and there were no complications noted. There are no further details.